Event description:
The device was returned post mortem for analysis and subsequently tested out of specification during mfgr's analysis. There is no allegation the death was device related.

Event description:
The device was returned post mortem for analysis and subsequently tested out of specification during mfgr's analysis. There is no allegation the death was device related. The cause was reported to be due to hypotension, cardiogenic shock and infection.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: tav101620r outer insulation separation; partial lead in segments returned for analysis. Cause of death was requested but not received.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: outer insulation separation; partial lead in segments returned for analysis. Cause of death was requested and information received indicates that the death was not device related. The cause of death was determined to be hypotension, cardiogenic shock and infection. Evaluation summary: no anomalies were found. Other: the device was returned post mortem for analysis and subsequently tested out of specification during mfgr's analysis. There is no allegation the death was device related. The cause was reported to be due to hypotension, cardiogenic shock and infection. Electrical tests performed. Mechanical tests performed. Visual examination: actual device involved in incident was evaluated. Component/subassembly failure; insulation, device was out of specification, but this does not relate to event. Other (an appropriate device code cannot be identified).